Event description:
It was reported that shaft break occurred. Following pre-dilatation with a 2.0x15 emerge balloon catheter, a 3.00 x 16mm synergy xd drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the shaft broke. No patient complications nor injuries were reported.

Manufacturer narrative:
B5 - describe event or problem: updated to include the additional information received via gfe e1 - initial reporter email: updated details from other hcp to physician

Event description:
It was reported that shaft break occurred. Following pre-dilatation with a 2.0x15 emerge balloon catheter, a 3.00 x 16mm synergy xd drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the shaft broke. No patient complications nor injuries were reported. It was further reported that the target lesion located in the right coronary artery/posterior distal artery (rca/pda) was 95% stenosed with moderate to severe calcification, severe tortuosity, and > 45 degrees bend. A 6f guidezilla ii guide extension catheter was used to deliver the stent. The stent catheter shaft broke about mid-shaft and was removed intact. The procedure was completed with another of same device and the patient was stable post-procedure.